Manufacturer narrative:
Additional information: the resolute integrity stent was inspected before use, after the sterile package was opened and no visible strut or structural deformities were observed. Resistance was not noted while advancing the resolute integrity stent through the telescope. Image analysis: two still images received for analysis. First image depicts a resolute integrity peel-away label attached to a piece of paper. Lot number matches that reported in the complaint file. Second image depicts a resolute integrity device on a piece of gauze. Proximal stent deformation is evident to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to product analysis: it was not possible to insert the stent into an in-house guide extension catheter (gec) as the outer diameter of the deformed stent struts exceeded the inner diameter of a telescope gec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The detached distal section of the device was received for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. The distal shaft appears to have been cut. No other damage evident to the remainder of the device. Additional information: initially the resolute integrity could not be advanced or pushed to the telescope as there was resistance. Resistance was noted while advancing the resolute integrity stent through the telescope. The resolute integrity was cut after use in order to ship for analysis, and the rest of the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute integrity coronary drug eluting stent deformed when being advanced in one 6f telescope guide extension catheter. There was damage to the catheter body of the telescope. The telescope was inspected prior to use with no irregularities or visible deformities seen. The telescope was prepped per IFU with no issues. Another resolute integrity device, one launcher device and one nc euphora device were also used during the procedure. There was no complaint against the other medtronic devices used. No patient complications have been reported as a result of this event.